Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had been having some issues with her insulin pump. It was reported that the batteries did not want to stay, this morning the battery caused the pump to die and also there was an issue with the piston not moving when she tried to rewind. She had to use her finger to push in the piston. The customer reported that they had been consistently above 250-300 mg/dl. All treated with pump. The customer stated they did not receive a low battery alert prior to the off no power alert. It was full at the beginning of the day and in the middle of her work day it showed off no power. The customer reported that the new battery resolved the issue. The customer stated that she had not been below 180 mg/dl this whole time. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify rewind anomaly or off no power and low battery alarms due to blank display. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained serial number label and stained end cap sticker.